Event description:
It was reported that the implantable pulse generator (ipg) was unable to establish telemetry and could not be interrogated. It was noted that the device battery was dead. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.